Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient passed away. Preliminary cause of death was reported as advanced heart failure and cardiogenic shock. The patient called emergency medical services (ems) in respiratory distress and was found in pulseless electrical activity (pea) arrest at home. The death was not considered to be device related. The device operated as expected. Log files captured a pump stop at 5:26 am on 22jul2024. Prior to the pump stop, the log captured several low power and no external power alarms. It appeared that the pump stopped because of external and internal battery depletion. Up to this event, the log file indicated that the patient did not connect to the wall power during this history. This suggested that the patient had been sleeping on battery power. It was unable to determine how long the pump was off before being reconnected to power due to the system controller clock being reset following shut down.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm that resulted in a pump stop was confirmed via the submitted log files. Data from the reported event date of 22jul2024 in the submitted controller event log file was reviewed. On 22jul2024 at 03:26:45 while connected to batteries, the no external power alarm activated due to batteries depleting to 0v. The backup battery was able to provide power for 2 hours until 05:26:19 when there was a pump stop due to the backup battery depleting as well. The speed returned to the expected range at 19:10:01 when connected to the power module. It is unable to be determined how long the pump was off before being reconnected to power due to the controller clock being reset. The clock was reset on 22jul2024 at 07:50:00. There were no other alarms active in the log file. System controller, serial (B)(6), was not returned for analysis. The provided information stated that the patient passed away due to advanced heart failure and cardiogenic shock. The patient called emergency medical services (ems) in respiratory distress and was found in pulseless electrical activity (pea) arrest at home. It was unknown other circumstances. The death was not considered to be device related. The IFU states in the ¿powering the system¿ section to not use batteries to power the system when sleeping. The patient must always be connected to the power module or mobile power unit for sleeping or when there¿s a chance for sleep. The root cause for the reported event was due to full battery depletion. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. C) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including no external power alarms. Heartmate 3 instructions for use (rev. C) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. D) section 3 ¿ ¿powering the system¿ addresses the user to regularly exchange their 14v batteries when the state of charge leds indicate low power and not to sleep while connected to 14v battery power. No further information was provided. The manufacturer is closing the file on this event.